Event description:
On april 6, 2000, pt presented for trans uretrhal microwave thermotherapy to treat pt's benign prostatic hypertrophy. During the therapy, the site reported that the automatic shutoff for the rectal temperature threshold did not operate. Between 9 and 12 minutes into the treatment, rectal temperatures exceeded 42.5 degrees c. This was rectal temperatures went below 42.5 degrees c. Program was viewed visually for the rest of the program and manually adjusted when the rectal temperature neared 42.5 degrees c. The treatment was completed. This event is being reported, as a similar event could result in a serious injury.